Event description:
It was reported that an increase in capture threshold and decrease in r-wave amplitude were observed. X-ray revealed externalized conductors. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes the lead was explanted.

Manufacturer narrative:
A partial lead was returned for analysis. An external insulation abrasion was found at 5.7cm from the connector pin, consistent with friction to the ICD can. The outer coil was exposed in this area. This is consistent with the observation from the field of unacceptable thresholds and undersensing.